Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. He changed the reservoir but the insulin pump alarmed no delivery again. The customer was unable to get through the fill tubing option due to the insulin pump alarming. Customer's blood glucose level was 208 mg/dl. Changing the reservoir again resolved the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.